Manufacturer narrative:
The hill-rom technician found the stretcher was already repaired. The facility's engineer alleged the right foot caster stem broke, and no caster bolts were installed on the caster. He could not confirm when the event occurred and stated the pt was not injured. The engineer could not confirm, but suspects that the or table was under the sleep deck of the stretcher, and when the or table was raised, it lifted the stretcher off the ground allowing the caster to come out of the socket.

Event description:
The facility's engineer stated there was an incident reported where a pt was being moved either to or from the operating room and one of the casters broke off of the stretcher.